Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Physician was using a stryker secondary cup impactor to impact the cup. Upon striking the handle, it broke into 2 solid pieces. The physician removed both easily with no harm to the patient.

Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge impactor was reported. The event was confirmed. Device evaluation and results: material analysis of returned device was performed and indicated that fracture consistent with an overload condition, as indicates by hackles observed on fracture surface. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that upon striking the handle impactor broke into two solid pieces therefore surgeon used secondary cup impactor to impact the cup. The provided images of the devices confirmed the handle broken in two pieces. Material analysis of returned device was performed and indicated that fracture consistent with an overload condition, as indicates by hackles observed on fracture surface. As such, the reported event was determined to be a known design issue addressed by a design change. See CAPA and ecn. The subject device was manufactured prior to the design change. CAPA was raised to address the cracking/fracture of radel plastic handles for the universal impactor/postioner and other devices with similar handles. Ecn was initiated for the modification of the radel handle, internal shaft geometry, and strike plate of the universal impactor/postioner.

Event description:
Physician was using a stryker secondary cup impactor to impact the cup. Upon striking the handle, it broke into 2 solid pieces. The physician removed both easily with no harm to the patient.